Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ multi-use nestable guardian sharps collector. There was an issue with lid broken. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: photos of the product damaged were provided. According to the DHR review process; the result showed there were no issues reported like lids and containers broken issue during the manufacturing process of the lot number reported under this customer complaint. Investigation conclusion: according to the pictures received from customer several damages areas can be seen on the lids and bases, this kind of damage could be caused by incorrect handling, transit damages or damages at the time to upload/download the material with the lifter. For this reason a picture of original packaging is required to rule out that this material wasn¿t repackaged, sold by a distributor in which the handling and storage process is unknown. Root cause description: based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since there was not enough information to perform an extensive investigation to find where this problem could occur. Rationale: a quality alert was posted in the manufacturing process to make aware all personnel about this issue. This complaint information was captured for tracking and trending purposes. If additional information that helps to find the root cause is provided, then anew complaint record will be open in the flex system to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes.

Event description:
It was reported with the use of the bd¿ multi-use nestable guardian sharps collector there was an issue with lid broken. There was no report of injury or medical intervention.